Event description:
A customer reported that during a vitrectomy surgery an ophthalmic forceps got stuck. The surgery was completed on same day. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections d.4 and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated it. A photo of the affected instrument was provided, which shows that the advanced dsp tip got destroyed (i.e., the housing cover got broken away from the actuation mechanism). This confirms that the customer encountered issues when removing the tip from the handle. However, it does not allow to identify the root cause of the issue. The sample was not returned to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A sample was not received at the investigation site. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).